Manufacturer narrative:
Quality controls were within range for free psa on (B)(6) 2019 and (B)(6) 2019. No controls were measured on (B)(6) 2019. Quality controls in use were expired. Calibration signals were ok for the last calibration performed on (B)(6) 2019. Performance testing was within specifications. Upon review of the alarm trace, there were no relevant alarms around the time of the event. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). Age or date of birth: the patient's date of birth was provided as (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested with the elecsys free psa immunoassay on a cobas 6000 e 601 module. The erroneous result was reported outside of the laboratory. The sample initially resulted with a free psa value of 5.53 ng/ml. The sample was repeated on (B)(6) 2019, resulting with a free psa value of 0.364 ng/ml. The sample was repeated on (B)(6) 2019, resulting with a free psa value of 0.349 ng/ml. The sample was tested on an abbott analyzer and the free psa value was 0.349 ng/ml. No adverse events were alleged to have occurred with the patient. The free psa reagent lot number was 33081401, with an expiration date of 30-sep-2019.